Event description:
A doctor reported a patient with unexpected outcome, sensitivity to light, eyelids swollen in the left eye post lasik surgery. Surgeon suggested increasing use of ophthalmic gel and supplements at night.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During the on-site technical service history after the day of treatment, laser was completely checked, preventive maintenance was performed, and no abnormalities were found. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed gas change, scanner test, energy check, eye tracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. During preparation of treatment for patient's left eye the warning message showed as patient bed position does not match with selected eye. It is not possible to see whether user corrected patient bed position or not in logfile. The treatment for the left eye was performed successfully without interruption. The user has not performed an energy check before this patient. No technical problem can be identified during logfile review. Review of log files for the day of treatment did not reveal any technical problems, especially with the patient's left eye. A local cas (clinical application specialist) who was on site during the treatment stated that everything went well, and no obvious problems were noted. Based on these facts, there is no indication that the laser may have contributed to the reported event. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).